Event description:
It was reported that the pump modules are alarming patient side occlusion in the neonatal intensive care unit (nicu) which has become a "nuisance". The peripherally inserted central catheter (PICC) lines are 26 and 28 gauge with primary set with filter 2432-0007. The pump pressure settings are set to 525 mmhg. Customer states this is not isolated to one module. This was reported during bd representative on site visit. Representative troubleshooted onsite when noticing lipid infusion hanging close to the pump module. Representative raised the pole clamp to achieve twenty inches of height. It was noted the pressure in the line significantly decreased. Education was provided on head height differential and placement of the system relative to heart level. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.